Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed/read, write or invalid cubie memory). The field service engineer found the pocket a5 drawer would not pop and was grayed out due to liquid spilled on the pocket chip. Then the service engineer remoted in and attempted to access cfnadmin but got locked out, successfully released the pocket after retrying. Customer found liquid spilled on the pocket chip and was advised to replace the pocket and not use the contaminated one. Drawer recovered after bringing up the application.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and there were issues with read, write, or invalid cubie memory. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.